Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed. The exact cause of the condition could not be determined. The instrument was reloaded and test fired satisfactorily.